Event description:
Reporter called and stated she has been having issues with her freestyle libre 2. She started to experience problems (B)(6) 2022. Over time she started to notice over time her results are reading lower than usual. She said when she used her finger prick and the reading was 98, shortly after using the finger prick she used the freestyle libre and the reading was 60. This has happened on multiple occasions. She believes the freestyle libre readings are misleading and also can cause potential harm in the future.